Event description:
Surestep enhanced meter was prompting error 2. Pt reported not feeling well during the time of the call and needing to seek medical attention following the call. The customer service rep discovered that the pt had been cleaning the meter with peroxide. Issue was not resolved through troubleshooting. The pt neither alleged harm nor experienced injury or medical intervention prior to calling lifescan. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced. Senior medical affairs specialist mailed a letter, since the pt could not be reached.